Manufacturer narrative:
The customer returned an empty strip drum of the reported test strip lot. The reported lot number expired in august 2016, more than 2 years prior to the date of event.

Event description:
Caller reportedly received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 303 mg/dl (compact plus) and 87 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.